Event description:
Report 1 of 2: it was reported that when drawing blood into the bd vacutainer® sst¿ blood collection tubes, there was stopper creep out. Six to ten tubes were affected. No health impact or consequence reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported that when drawing blood into the bd vacutainer® sst¿ blood collection tubes, there was stopper creep out. Six to ten tubes were affected. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creep out was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of stopper creep out was not observed. 29 retain samples were sent to franklin lakes for appropriate testing for stopper creepout/ stopper pop off. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 29 samples resulting in 2nd stopper creepout/ stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creep out based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.